Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture at high outputs. Somo noise with isometrics was observed. It was believed that this rv lead was fracture. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Adverse event/product problem has been already updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture at high outputs. Somo noise with isometrics was observed. It was believed that this rv lead was fracture. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.